Event description:
It was reported that a clearlink secondary mediation set leaked from its end while the roller clamp was fully closed, indicating a failure of the roller clamp. This occurred during priming with an antibiotic solution and before a patient was brought into the operating room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.